Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received button error alarm and no act button response due flattened button dome switch. The insulin pump had a scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and broken pump belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and unresponsive keypad. The customer's blood glucose reading was unknown. The customer did not state any significant events leading to the alarm. The insulin pump will be returned back for analysis.